Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had a keypad anomaly. Customer's blood glucose was unknown at the time of the incident. It was reported that a month prior to the call, the act button started not working properly. It was also reported that there was no effect on the blood glucose but there was a problem when they wanted to give bolus. They had to revert to a pen. The insulin pump was neither bumped nor dropped. It was reported that the customer's parent was advised to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.